Event description:
It was reported that a malfunction has occurred. The capturing device in the screwdriver is broken and the product is non compliant. No broken piece was left in or fell in the patient and no harm to the patient was recorded.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The cap end of the retaining rod that accepts a screwdriver for tightening and loosening was cracked. The devices were manufactured in 2011 and 2013 and exhibit signs of significant wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.